Manufacturer narrative:
H11: section a: through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that after the general surgery customer at facility prepared the PICC and prepared to tie the patient's tube, he unpacked and found that the vascular sheath of the puncture kit had splits on the outside.